Event description:
It was reported that the external pulse generator (epg) displayed an error message when powered on. Further investigation by technical services indicated that the battery was removed and the error cleared. The epg then powered up properly. There was no indication of patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.